Event description:
Defective front panel pressure support potentiometer. No alarm from the servo 300. It is reported by the hosp the unit was set in "pressure support versus peep" mode. At the time of the incident it has been noticed that the unit was not able to deliver pt gas at the requested pressure level. No pt injury.